Manufacturer narrative:
The field service engineer (fse) inspected the module, performed troubleshooting, and determined alnty c-series cuvtte the cause of the issues. The part was replaced, and the issue was resolved. No additional discrepant sodium, calcium, creatinine, alt, albumin, alp, or potassium result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. Labelling was reviewed which adequately addresses the current issue. Based on all reviewed data, we conclude that there is no product deficiency identified in this complaint.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium, calcium and potassium results generated on the alinity c processing module for one patient. The following data was provided: sample 1: initial potassium result 6.78 mmol/l, repeated 4 mmol/l, initial sodium result >200 mmol/l, repeated 138 mmol/l. Sample 2: initial calcium result <0.5 mmol/l, repeated 2.301 mmol/l, initial potassium result 6.7 mmol/l, repeated 4.2 mmol/l, initial sodium result >200 mmol/l, repeated 139 mmol/l , no impact to patient management was reported.